Event description:
The reporter stated the surgeon inserted a cq2015 collamer three-piece lens but the lens wouldn't eject properly and the trailing haptic tore off. The incision was enlarged to remove the lens but it was unk if sutures were required. A competitor's lens was implanted.